Manufacturer narrative:
The product was returned for evaluation. Upon investigation, engineering was able to confirm a large tear along the midsection on the distal balloon. The root cause of the tear remains unknown; however, CAPA (B)(4) was opened to investigate balloon deflations.

Event description:
The patient had the balloons implanted on (B)(6) 2017. The patient was scheduled for their 6 month removal on (B)(6) 2018; however, on (B)(6) 2018, patient presented with dark blue urine. The physician removed the balloons and found the distal balloon was ripped. The patient was compliant with taking ppis.